Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced adverse event ("proble with them dint start till last year"). On (B)(6) 2016, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2016). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergy (corn oil, environmental, food, isoflavones, nickel, tape), surgery (cholecystectomy, laparoscopic tonsillectomy), postpartum depression, herpes nos, depression and chickenpox. Previously administered products included: doxepin and zoloft. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2127 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: previously reported essure insertion and removal date provided as :(B)(6) 2010 and (B)(6) 2016 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: clinical history/diagnosis: chronic female pelvic pain. Specimen submitted: uterus and bilateral fallopian tubes. Diagnosis: uterus, laparoscopic supracervical hysterectomy: - morcellated uterine corpus with inactive endometrium. Fallopian tubes, bilateral, laparoscopic salpingectomies: - completely transected tubal lumens. - no pathologic diagnosis. - separate uncoiled essure medical devices gross description: which is grossly consistent with a morcellated uterus. Sectioning reveals red-tan endometrium which is 0.1 cm in thickness. The myometrium is pink-tan, trabeculated. No masses or lesions are grossly identified. No cervix is present. Also, within the specimen container are four portions of metallic wire ranging from 3-10 cm in length and each 0.1 cm in diameter. These metallic wires are grossly consistent with uncoiled essure devices. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device breakage (10012575). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Event device breakage added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced adverse event ("problem with them dint start till last year"). On (B)(6) 2016, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2016). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and medical device removal to be related to essure administration. Concerning the injuries reported in this case, the following one was reported via social media: adverse event. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 21-feb-2023: plaintiff fact sheet (pfs) was received. Reporter¿s information was updated and a new reporter (lawyer) was added. Patient¿s information was updated, and date of birth was provided. Indication, insertion and removal dates of essure were reported. In addition, due to new information received, the event medical device removal was added. The imdrf codes were also updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.